Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom "system error 105 alarms," but confirmed it through review of the event history log. The eval was unable to troubleshoot due to pump prompting a reload set message. The motor was replaced as it is a known contributor to the reported symptom.